Manufacturer narrative:
Device evaluated by MFR.: returned device was consisted of a nc quantum apex catheter was received inside a carrier tube (hoop). Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed, severely calcified target lesion was located in the severely tortuous proximal right coronary artery. A 3.50 mm x 8 mm nc quantum apex balloon catheter was used. The balloon was successfully inflated on the first attempt at an unknown pressure. During the second inflation, the balloon ruptured at 10 atm. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed, severely calcified target lesion was located in the severely tortuous proximal right coronary artery. A 3.50mmx8mm nc quantum apex balloon catheter was used. The balloon was successfully inflated on the first attempt at an unknown pressure. During the second inflation, the balloon ruptured at 10atm. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.